Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All operating currents are within specification. The off no power alarm functioned properly. No blank display noted. No damage found on the connector lcd isolation tape was noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump died. The customer removed the battery, inserted a new battery and, upon pressing the act button, nothing happened. The customer stated that she did hear the insulin pump beep and that she was going to deliver a bolus when the issue occurred. The cutsomer's blood glucose was 182 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery, but the display did not return. The customer inserted another new battery after cleaning the battery cap and contacts, and the display lit up without any icons. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.